Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the device could not be interrogated despite multiple attempts. No further intervention was performed at this time and the device will continue to be monitored until the next follow-up. The patient was stable with no adverse consequences. No additional information was available.